Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for metal on metal. Update rec'd 02/16/2016: litigation received. Litigation alleges pain, pseudotumor, decreased rom, and elevated metal ion levels. A doi was provided. The stem is being added to the complaint and the head and liner are being reported. This complaint was updated on: 02/19/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Per procedure, these devices are exempt from device history record review. A search of the complaints databases and/or review of device history records was not possible against the remaining unknown product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update 6/9/16- update 6/9/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, significant discomfort bilateral hips, worsening symptoms, severely elevated metal ions cobalt 180.6 and chromium 103.4, diagnosis of metallosis, pseudotumor, bilateral revision surgeries, ongoing limitations, pain, and difficulty sitting/standing/walking for long period of time. Revision surgical report noted very thick capsule, significant oatmeal colored loose mushy tissue under capsule, debridement of adverse local tissue reaction and lytic lesion of greater trochanter repaired with bone graft.

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4).

Manufacturer narrative:
Additional narrative:examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or metal liner. Per procedure, these devices are exempt from device history record review. A search of the complaints databases and/or review of device history records was not possible against the remaining unknown product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.